Event description:
A pt with an implantable cardioverter defibrillator (ICD) received shocks in sinus rhythm. The physician performed an invasive procedure to evaluate the system and elected to remove this lead, a model 4320 serial number 017487, and the pt's ICD from service. Co submitted a serious injury MDR on the model 1600 leads on 9/29/95. Total implant time: 22 mo.